Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) found the source of the helium leak on the helium reservoir assembly compression fitting. The fitting was retightened on the reservoir then monitored for additional leaks. The pressure was stable. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.